Manufacturer narrative:
The device was repaired on site by replacement of the power supply. The concerned power supply was returned to the manufacturer for investigation. The investigation showed that the power supply failed due to an overheated transistor, which had caused the burnt odor. This transistor is part of the first stage of the power supply and exposed to voltage peaks or other disturbances of mains supply. The components are ul-listed and self-extinguishing. Therefore risk of fire is marginal. The failure rate of the component is not conspicuous. The power supply was in use for 16 years. The ventilator behaved as specified for a power supply failure, generated alarm via the buzzer, which is independent from the mains supply, and opened the breathing system to allow spontaneous breathing of the patient. The buzzer alarm corresponds to the reported beeping. It was also reported that the ventilator was felt to be hot on the side of the cooling fan. It can be assumed that this was first of all the normal temperature rise at the cooling air outlet, as the device was already in use for longer time.

Event description:
It was reported: the patient has been ventilated for more than one week, when a not loud bang and then beeping was heart and the screen went black. It was felt that the ventilator was hot on the side of the cooling fan and burnt odor was recognized. There were no negative consequences for the patient reported as she was spontaneously breathing and received only some breathing support. The ventilator was replaced.